Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a service wrench and attention icon. The device was not able to remain powered on. In the state, therapy could not be delivered, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to drop and impact damage which had caused internal hybrid layer capacitor, designator bt3, to break off of the analog pcb assembly, resulting in the device to not be able to remain powered on.

Event description:
The customer contacted physio-control to report that their device showed a service wrench and attention icon. The device was not able to remain powered on. In the state, therapy could not be delivered, if it were needed. There was no patient use associated with the reported event.